Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (failed incoming testing) was confirmed. As received the belt failed incoming functional testing. Upon evaluation, the u727 and u728 processors were internally shorted on the distribution node pca board. The cause of the failed testing is the shorted processors. The root cause of the shorted processors cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functional testing.